Manufacturer narrative:
On 24-apr-2020, it was found that section h 5. Labeled for single use? Was mistakenly marked as no on the initial report. The field has been updated to yes. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two unspecified mentor breast implants and experienced postoperative suffered several unexplained systemic symptoms, including been sick, fatigue, hair loss, body aches, flue like symptoms, memory loss, a rash on chest, face muscle aches, and swollen lymph nodes. No device issue such as rupture was reported. The patient stated that mammogram indicated swollen lymph nodes. The root cause of the patient¿s symptoms is unclear. As a result, the patient had the implants explanted on (B)(6) 2019. Multiple attempts were made to obtain additional details regarding the event. However, no additional information has been received. It is unclear if the reported devices are saline or gel. At this time of report, they will be reported as saline devices. If additional information is received in the future, a supplemental report will be submitted. This report is for the right prosthesis.